Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hose was replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported system errors causing a loss of mechanical ventilation during a case. There was no report of patient injury.